Manufacturer narrative:
At this time, the product has not been returned and analysis is not necessary.

Event description:
Boston scientific received information that this patient had missed their last follow-up appointment, and the pacemaker had reached end of life (eol) a few weeks ago. The patient was still receiving pacing at the lower rate limit. The device was explanted and replaced for normal battery depletion. It was reported that there were no additional adverse patient effects.